Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test.

Event description:
The customer reported via phone call that their insulin pump had motor error. The customer¿s blood glucose was unknown at the time of incident. Customer was able to complete insulin pump rewind. Customer reported that the drive support cap appears normal. Customer did not reported motor position encoder error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.